Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The metal part of the grasping section was partially missing. The broken fragment was matched with the missing part of the grasping section. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was severely worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, and besides the grasping section was broken off when it was subject to a load. The above device handling has warned in the instruction manual as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. From the beginning of the surgery, the user heard an abnormal noise from the subject device after 5 minutes since the subject device was used, the metal part of the grasping section broken off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. Olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was severely worn. This is the report regarding the breakage of the metal part of the grasping section and the severely worn tissue pad.